Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the deep brain stimulation (dbs) patient suffered a brain bleed shortly after the dbs implant procedure. The event was not believed to be related to the device or procedure. The patients condition was improving and was expected to fully recover. No further information was able to be obtained.